Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on february 02, 2017: during the initial placement of a port, when accessing the patient's port for infusion, the treating physician was unable to infuse the left side of the port. The port was removed and replaced with a new of the same device. The replacement occured during the same procedure. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a port. As received, one side of the port was filled with bio material {blood}. The customer did not return the catheter tubing with the port. The septum had multiple puncture marks in each septu and the port tubes were bent slightly to one side. There is a slight discoloration on the underside of the "d" tubes. Left side port has dried bio material, likely blood. The port was tested for occlusion with air, neither lumen exhibited any signs of reduced flow. The customer's complaint description of "could not get the left side of the port to infuse" cannot be confirmed. An occlusion test determined the port passage is not blocked. There were no manufacturing related defects noted in the returned sample. It is possible the catheter was blocked or kinked which would have exhibited this occluded effect. However, the catheter was not returned for evaluation. The sample were evaluated and were found visually, dimensional and functionally acceptable. The customer's complaint does not appear to be manufacturing related issue. A device history report review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).